Event description:
It was reported that the(B)(6) isolate was tested twice on the same day and identified the isolate as leminorella sp. 93.14%. The isolate was tested using neg urine combo 61 (nuc61) panels. Upon notification from (B)(6) of the incorrect result, four additional panels were set up and all attained leminorella identification as initial testing. It was reported that the qc was within range before and after the reported misidentification. The correct ID of the isolate was shigella boydii per (B)(6) bacteriology participant summary report.

Manufacturer narrative:
The manufacturer participated in the same proficiency survey using (B)(6) isolate. When tested on conventional overnight panels and read on the wa instrument, an ID of leminorella sp. 93.14% was attained. When the same panel was read on the autoscan-4 (as-4) instrument, an ID of shigella sp. 99.30% was attained. The difference between the two reads was the cf8 (cephalothin 8 (ug/ml) well; the cf8 well was negative on the wa and positive on the as-4. It was noted that the cf8 well was a weak positive when visually verified. The results from the cf8 panel along with the panel results from the other biochemicals/antimicrobics are used to generate the biotype number for the organism tested and the corresponding identification. An ID of shigella was also attained on two additional tests using rapid negative panels. Also, the sample was tested on an analytical profile index (api) strip as a reference test method and a low probability ID of shigella sp. Was attained. It is possible that emerging resistance with this organism may be contributing to the identification discrepancy. Please refer to medwatch report number 2919016-2015-00055 for report of a similar event. Beckman coulter internal identifier for this report is (B)(4).